Event description:
It was reported that during a lap appendectomy procedure the device was reloaded with a white reload and was fired across the appendicular artery. A loud sound was heard and the staples came out of the device unformed into the peritoneal cavity. The surgeon removed all the unformed staples. Another device was used to complete the case with no known pt consequence.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.